Manufacturer narrative:
Result: the coil is still attached to the pusher assembly and appears to be damaged. The pusher assembly is fractured approximately 12.2 cm from the proximal end of the wire. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that during the insertion of the coil into the pxslim catheter a crack in the proximal end of the hypo-tube of the pusher assembly was observed. During evaluation, it was determined that the proximal end of the pusher assembly hypo-tube was fractured. This damage was likely caused by pushing the pusher assembly and coil against resistance in the microcatheter, causing the hypo-tube to kink and eventually fracture. The damage to the coil was not described in the complaint and likely occurred when removing the pusher assembly from the catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolism procedure using a penumbra coil 400. During the procedure when introducing the coil halfway into the catheter, a crack in the proximal hypotube was observed which exposed the pull wire. The coil remained intact and did not detach. The physician safely removed the coil delivery system from the catheter and a new coil system was used. There was no adverse effect on the patient.